Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5706184, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/ local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 425cc mentor memorygel breast implant experienced left implant rupture accompanied by breast paint and nipple discharge post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, replacement surgery is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on june 24, 2020. The explant was rescheduled to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 7, 2020. When the device was explanted, the left implant was replaced with a 325cc mentor memorygel breast implant and the right implant was replaced with a 350cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, a line of shell wear was noted on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).